Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the damaged panel. The reported problem was confirmed. Patient event files and device logs were not provided from customer. The device was operational after replacing the panel. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
It was reported that, when using the defibrillator monitor, the defibrillator panel was broken. The user immediately replaced another device for use by the patient. It was initially reported that patient harm was listed as yes. Additional details received clarified the device was used for monitoring at the time of event and there was no harm or injury reported to philips. This was report was initially considered to be a serious injury, however, the report has been updated to a product problem.

Event description:
It was reported that, when using the defibrillator monitor, the defibrillator panel was broken. The user immediately replaced another device for use by the patient. Patient harm was listed as yes. Additional details have been requested. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.